Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the patient had pulseless electrical activity and ventricular tachycardia (vt) and the cardiac resynchronization therapy defibrillator (crt-d) did not "fire" nor detect the vt. The procedure was aborted. It was also noted that there was undersensing from the right atrial (ra) lead causing false termination of atrial tachycardia/atrial fibrillation (at/af) episodes. The device and lead are still in use. No further patient complications have been reported as a result of this event.